Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It has been reported by the kits inspectors that there are some handles that are loosing the rubber and the coloration after cleaning and disinfection.

Manufacturer narrative:
Reported event: an event regarding santoprene handle degradation was reported. The event was confirmed. Method & results: device evaluation and results: visual analysis confirmed the reported event. The handle was returned degraded. Medical records received and evaluation: not performed because patient factors did not contribute to the reported event. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been other events for the lot referenced. Conclusions: CAPA was initiated on (B)(6) 2010 because a series of complaints were received for triathlon instrumentation where green santoprene over-mold handles have been reported to be degrading, becoming sticky and unstable. This event was determined to be under the scope of CAPA. The root cause analysis identified several potential root causes that may have contributed to the reported events. Chemical and cytotoxicity tests showed the degraded santoprene is non-toxic. The ability to clean and sterilize the degraded instruments has not been compromised. Product surveillance will continue to monitor for trends.

Event description:
It has been reported by the kits inspectors that there are some handles that are loosing the rubber and the coloration after cleaning and disinfection.